Manufacturer narrative:
Gel card malfunction was not identified. Re-test performed by the customer demonstrates expected results were obtained when the mts anti-igg gel card lot# 111606001-16 was tested with ocd 0.8% resolve panel a lot #8ra207.

Event description:
The customer indicated that they had performed antibody screen testing with a pt sample that had a known anti-f, a competitors 3% reagent red blood cell panel diluted to 0.8%, and mts anti-igg gel card lot# 111606001-16. The customer indicated that they observed false negative results with the pt plasma tested against the diluted red blood cells. The customer repeated testing with ocd 0.8% resolve panel a lot # 8ra207 and the same lot gel cards and indicated that testing was positive for all reagent red blood cells containing the "f" antigen. Erroneous test results were not reported, as the results obtained with the diluted reagent red blood cells did not match those obtained by an alternate method. This medwatch is being submitted to report the second gel card of this lot used during the antibody identification testing, this event was also reported in medwatch MFR# 105660-2007-00112.